Event description:
It was reported that device entrapment occurred. A 035/180/3mm (b/1) amplatz super stiff guidewire was selected for use during a leadless pacemaker implant. During the procedure, the device got stuck and was replaced for another of the same model to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual inspection of the returned guidewire found that it was bent and stretched at the distal tip section. Based on the evidence, the reported clinical observation was confirmed due to the device condition.

Event description:
It was reported that device entrapment occurred. A 035/180/3mm (b/1) amplatz super stiff guidewire was selected for treatment on the patient's target lesion located in the pacemaker. During the procedure, the device got stuck and was replaced for another of the same model to complete the procedure. No patient complications were reported. It was further reported that the amplatz guidewire was difficult to advance into the lesion with a non-boston scientific (bsc) sheath that was estimated to be 5fr. This occurred in a case where a non-bsc leadless pacemaker was placed, when approaching from the groin. Additionally, although there was some difficulty, the amplatz device was removed normally.